Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure, the cardiac resynchronization therapy defibrillator (crt-d) showed ventricular oversensing. The device remains in use. The right atrial (ra) lead also exhibited intermittent oversensing in atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use and no reprogramming was suggested. No patient complications have been reported as a result of this event.